Event description:
Customer reported that, prior to the case, the biomed had performed a checkout of the machine and, in doing so, bypassed the absorber and inadvertently left it in that condition. The clinician reportedly started the case, unaware of the condition of the equipment. Pt reportedly went into cardiac arrest and was resuscitated. Investigation/conclusion: the user's reference manual has been reviewed and found to be adequate. There are detailed instructions on how to properly connect all tubes and the pt circuit. There are also instructions for performing the step-by-step daily system check of the adu. A properly completed preoperative check of the equipment is designed to pick up such a condition.

Manufacturer narrative:
Note: the customer originally informed ge healthcare of the alleged event in 2006. However, at that time, the customer stated there was no pt injury. On 6/10/08, ge healthcare was informed by the pt's attorney that the pt had a cardiac arrest during the alleged event.